Manufacturer narrative:
Updated fields included in supplemental report #1b5. Describe event or problem. Correction: the first sentence that states "it was reported that this patient experienced chest pain when leaving the hospital after the implant of this right ventricular (rv) lead" should say "it was reported that this patient experienced chest pain when leaving the hospital after the implant of this right atrial (ra) lead".g2. Report source: company representative was added to the current selection.h6. Patient codes: chest pain that was already captured in b5, was added to patient coding grid. H6. Impact codes: device replacement that was already captured in the b5, was added to the impact coding grid.updated fields included in supplemental report #2b1. Adverse event/product problem: changed from "adverse event and product problem" to "adverse event".d5. Operator of device: changed from "health professional" to "patient/consumer"additional information: product investigation results:upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned intact and visual inspection noted the helix was extended, dried blood/tissue was present around the helix and that the setscrew marks were in the correct location on the terminal pin. Testing was completed to assess lead electrical performance. Measurements were within normal limits. No lead issues were noted that would have resulted in an increased risk of perforation; however, perforation is a known inherent risk of intravenous lead implantation. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this patient experienced chest pain when leaving the hospital after the implant of this right atrial (ra) lead. A day after, the patient presented to the emergency room stating worsening chest pain. An echocardiogram and a chest x-ray were performed upon arrival at the hospital and a perforation at an unknown location was noted. According to the information provided, the perforation was allegedly caused by this ra lead. The patient underwent a surgical intervention the next day to explant and replace this lead. After this procedure, the chest pain was no longer present. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated fields b5. Describe event or problem. Correction: the first sentence that states "it was reported that this patient experienced chest pain when leaving the hospital after the implant of this right ventricular (rv) lead" should say "it was reported that this patient experienced chest pain when leaving the hospital after the implant of this right atrial (ra) lead". G2. Report source: company representative was added to the current selection. H6. Patient codes: chest pain that was already captured in b5, was added to patient coding grid. H6. Impact codes: device replacement that was already captured in the b5, was added to the impact coding grid.

Event description:
It was reported that this patient experienced chest pain when leaving the hospital after the implant of this right atrial (ra) lead. A day after, the patient presented to the emergency room stating worsening chest pain. An echocardiogram and a chest x-ray were performed upon arrival at the hospital and a perforation at an unknown location was noted. According to the information provided, the perforation was allegedly caused by this ra lead. The patient underwent a surgical intervention the next day to explant and replace this lead. After this procedure, the chest pain was no longer present. No additional adverse patient effects were reported.

Event description:
It was reported that this patient experienced chest pain when leaving the hospital after the implant of this right ventricular (rv) lead. A day after the patient presented to the emergency room stating worsening chest pain. An echocardiogram and a chest x-ray were performed upon arrival at the hospital and a perforation at an unknown location was noted. According to the information provided, the perforation was allegedly caused by the ra lead. The patient underwent a surgical intervention the next day to explant and replace this lead. After this procedure, the chest pain was no longer present. No additional adverse patient effects were reported.